Event description:
Reportedly, in the ppi procedure to heavily calcified anterior tibial artery, physician planned to complete the procedure by crossing a guidewire through the target lesion, and a guidewire was advanced, crossed the lesion. When removing this guidewire, it was broken in the lesion due to being trapped. Subject guidewire was then advanced into the vessel, planning to remove the fractured portion of the broken guidewire by tangling it, but unsuccessful, and during this manipulation, physician felt resistance with the subject guidewire. Coil elongation was seen with the subject guidewire. A microcatheter was advanced over the subject guidewire, and was removed out without separation.

Manufacturer narrative:
Single reporter exemption #(B)(4). Core wire was broken at approx. 25mm from tip end, trace of continued rotation to clockwise direction was observed on the core wire. Round curvature deformation was locally observed with the core wire proximal to the breakage site. Coil was found stretched over the core wire and elongated to approx. 34cm, b ut was not broken, guidewire was in one piece up to distal end. With the outcomes of the investigation, it is inferred that the guidewire distal end might be trapped in the target lesion when it was advanced to retrieve the broken other guidewire, where rotational manipulation was continuously applied, resulting the breakage of the core wire due to the force accumulated and exceeded the product design limit.